Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va00hkg, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative. The patient appointment was scheduled on (B)(6) 2014.

Event description:
It was reported that during the past summer, the patient started to experience some back pain. The patient had x-rays and was told that the leads had moved and the implanted neurostimulator (ins) had come out of the pocket site. She hadn¿t had any falls, trauma, or new physical activities. The device system was removed and replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.